Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was no contamination on the charging contacts. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, 2 handles were unable to charge - the charger showed red blinking light. When removed from charger, the handles did not turn on. All efforts to restart and dock to software in order to turn it on failed. Placing the handles into different chargers also showed red light, while placing other working handles into all same chargers worked just fine. There was no patient involvement.